Event description:
It was reported to boston scientific corp that a gold probe hemostasis catheter was used during colonoscopy procedure on a (B)(6) female pt. According to the complainant, the gold probe hemostasis catheter would not get hot. The procedure was completed with another gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).